Event description:
Related manufacturer reference number: 2017865-2022-11175. It was reported that the pacemaker exhibited premature battery depletion, and the lead exhibited insulation damage, high capture threshold, and low pacing impedance. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The device was above elective replacement indicator (eri) upon receipt. Analysis performed did not find any anomalies, with battery voltage near eri. Longevity assessment was performed, and the device has met projected longevity and is considered normal battery depletion.

Manufacturer narrative:
Device history record (DHR) review was performed and found complete.